Event description:
The facility reported using easy warm on a patient's abdomen during surgery. The facility placed a tube on top of the easy warm during surgery, against IFU recommendations. After the surgery the patient had blisters on the abdomen from burns caused by the tube being placed on top of easy warm. Re-training and a review of the IFU was performed with the or staff to prevent reoccurrence. Nothing shall be placed on top of easy warm during use to avoid unnecessary pressure during heat distribution. Photos were requested along with information regarding treatment and/or resolution of the burns. The facility has declined to provide any additional information. It remains unclear as to the extent and degree of the burns. Blisters forming indicate at minimum, 2nd degree burns, involving at least the top two layers of skin. A second-degree burn can be serious, but its severity depends on several factors. Therefore, due to a lack of information regarding the classification and treatment of the burns, this complaint has been assessed as a serious event associated with use of a molnlycke product and is considered reportable to the us FDA.